Event description:
Check lines and bags alarm appeared on the display of the patient's homechoice machine, during the priming cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient was connected to the patient line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.